Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that postoperative a gastric procedure for a realize lap band implant in 2009, the patient soon had problems eating the way they were told. They wanted it out but was told insurance wouldn't take it out. They had horrible gerd pain when eating and choking on fluid. In 2015, they tried to get it removed but was denied. Finally, in 2018 after their stomach was rotated and years of horrible gerd, they got it removed. They are having a scope 2018 to see what long term damage it caused. Also had ongoing discomfort at port site.